Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right subclavian artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the ruby coil unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached ruby coil and then removed the ruby coil. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.